Manufacturer narrative:
(B)(4). Batch # r93x1p. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and received: can you please clarify, how the ""target tissue was not clipped properly"? Did the clip drop or eject from the jaws unformed? No. Did multiple clips feed into the jaws at one time? No. Were clips malformed? No information. Were clips scissored? No information. If a clip was applied, did it not hold on the tissue? Yes. The clip slid when the device was applied to the target tissue since the firing force was higher than expected, so that the target tissue was not clipped properly. Did the clip cut the tissue? No. Or did the device jaws cut the tissue? No. No further information will be provided.

Event description:
It was reported that during an urological procedure, oozing occurred since the firing force was higher than expected and the target tissue was not clipped properly. The device was used on the blood vessel. The amount of the oozing was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.